Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil was released in an unintended location. The target lesion was located in the moderately tortuous coronary-pulmonary fistula. A 5mm/15cm interlock¿ coil was selected for use. During the procedure, the coil was advanced into the lesion. When the physician tried to withdraw the coil to adjust its position, severe resistance was felt. It was noted that the coil became detached and released near the target lesion. The coil was not removed and remained inside the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device was performed and revealed that a pusher wire and an introducer sheath were returned for this complaint. The coil and pusher wire arms were not interlocked within introducer sheath as the coil was not returned. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and the tip was found deformed. The pusher wire was inspected and no anomalies were noted. Microscopic inspection of the pusher wire was performed and observed that the proximal end has a smooth surface. Interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the pusher wire was performed and revealed that the outer diameter (od) of distal solder joint, od of mid solder joint, od of distal polytetrafluoroethylene (tfe) and od of proximal tfe were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "do not apply excessive force while seating the introducer sheath in the catheter hub. Introducer sheath tip deformation and difficulty with coil delivery into the catheter could result." (B)(4).

Event description:
It was reported that the coil was released in an unintended location. The target lesion was located in the moderately tortuous coronary-pulmonary fistula. A 5mm/15cm interlock¿ coil was selected for use. During the procedure, the coil was advanced into the lesion. When the physician tried to withdraw the coil to adjust its position, severe resistance was felt. It was noted that the coil became detached and released near the target lesion. The coil was not removed and remained inside the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.